Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x device may have caused or contributed to the reported event. The patient's attorney alleges injuries, subsequent surgery including removal of device, intraperitoneal abscess and abdominal wall debridement; however no details have been provided.. Should additional information be provided a supplemental emdr will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2011, patient underwent surgery for repair of an incisional hernia. As alleged, a bard/davol composix e/x was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2011, patient underwent an additional surgery for the removal of implanted mesh and drainage of intraperitoneal abscess and abdominal wall debridement. The patient was injured severely and permanently. As reported, patient has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries. Furthermore, despite having procedure, the patient continues to experience problems with hernia defect. As alleged, patient has suffered and continues to suffer from chronic debilitating pain, as well as significant psychological stress and depression. As reported, patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective composix e/x.